Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were faulty. The device was disassembled, and it was found that peak inspiratory pressure valve and the max pressure relief valve were not turning smoothly. Conclusion: the reported fault was due to the uneven surfaces inside the peak inspiratory pressure valve threads. The uneven surfaces prevented the smooth movement while rotating the knob of the valve. Also, the max pressure relief valve was not turning smoothly due to the retaining ring stop impedes the rotation of the adjusting knob just before the adjusting knob completes one revolution from fully open. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was noisy and sticky . There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was noisy and sticky . There was no patient involvement as the issue was found whilst the device was not in use on a patient.